Event description:
Please see user facility medwatch form, # (B)(4).

Manufacturer narrative:
(B)(4). Additional information: additional information received: what color cartridge was being used? Unknown. How was the procedure completed? Used a different stapler. Was there any patient consequence or change in the post-operative care of the patient? No. Is the device available to be returned? If yes, please provide the name, address, and phone number to send a shipper kit. Yes.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what color cartridge was being used. How was the procedure completed. Was there any patient consequence or change in the post-operative care of the patient. Is the device available to be returned. If yes, please provide the name, address, and phone number to send a shipper kit. Would you like a no charge replacement. If yes, please provide contact name and department. Would you like a letter with the analysis findings.